Event description:
Complainant alleged that the medics were treating a patient, but when the device was powered up, the screen displayed green dot on a black background. The medics continued patient treatment with the device, including defribrillating and pacing the pt. The patient subsequently expired, but the complainant indicated that the pt outcome was not as a result of reported malfunction.